Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred distal to the arterial sheath with the enroute guidewire. The physician decided to place an unplanned additional stent to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred distal to the arterial sheath with the enroute guidewire. The physician decided to place an unplanned additional stent to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.